Event description:
It was reported to philips that the system did not start at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the grabber cards were faulty. The fse replaced the flexvision-pc, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start at 0:00. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.